Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the stent delivery system catheter on a 6mm x 40mm precise pro rx self-expanding stent (ses) delivery system was fractured during delivery to the target lesion. The device fractured but remained in one piece. There were no reported injuries to the patient. This was during a procedure to treat a carotid artery dissection. The target vessel had severe tortuosity. The device was stored and prepped per the instructions for use (IFU). The device was removed easily from the patient and remained in one piece during its removal. There was no indication that the stent was partially deployed. The device was not returned as expected. The reported ¿stent delivery system (sds) cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely procedural factors and device handling contributed to the event reported. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent delivery system catheter on a 6mm x 40mm precise pro rx self-expanding stent (ses) delivery system was fractured during delivery to the target lesion. The device fractured but remained in one piece. There were no reported injuries to the patient. This was during a procedure to treat a carotid artery dissection. The target vessel had severe tortuosity. The device was stored and prepped per the instructions for use (IFU). The device was removed easily from the patient and remained in one piece during its removal. There was no indication that the stent was partially deployed. The device was not returned as expected.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the stent delivery system catheter on a 6mm x 40mm precise pro rx self-expanding stent (ses) delivery system was fractured during delivery to the target lesion. The device fractured but remained in one piece. There were no reported injuries to the patient. This was during a procedure to treat a carotid artery dissection. The target vessel had severe tortuosity. The device was stored and prepped per the instructions for use (IFU). The device was removed easily from the patient and remained in one piece during its removal. There was no indication that the stent was partially deployed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10 .this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent delivery system catheter on a 6mm x 40mm precise pro rx self-expanding stent (ses) delivery system was fractured during delivery to the target lesion. The device fractured but remained in one piece. There were no reported injuries to the patient. This was during a procedure to treat a carotid artery dissection. The target vessel had severe tortuosity. The device was stored and prepped per the instructions for use (IFU). The device was removed easily from the patient and remained in one piece during its removal. There was no indication that the stent was partially deployed. The device was returned. Addendum: the device was returned with an exposed braidwire/corewire.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: this is an updated complaint conclusion due to product return. As reported, the stent delivery system catheter on a 6mm x 40mm precise pro rx self-expanding stent (ses) delivery system was fractured during delivery to the target lesion. The device fractured but remained in one piece. There were no reported injuries to the patient. This was during a procedure to treat a carotid artery dissection. The target vessel had severe tortuosity. The device was stored and prepped per the instructions for use (IFU). The device was removed easily from the patient and remained in one piece during its removal. There was no indication that the stent was partially deployed. The device was not returned as expected. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device is not deployed with the stent inside the pod. The device presents a separated condition that exposed the braid wire located approximately 20cm from the distal tip. A kinked condition was observed located approximately 5.5cm from the distal tip. The hemostasis valve was returned tightly closed. No other outstanding details were observed. Dimensional analysis was performed to verify the correct od/ID of the outer sheath. Measurements were taken near the separation and results were found within specification. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was evaluated with a vision system observing that the separated area that exposed the braidewire which presented evidence of elongations on both edges. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The reported ¿stent delivery system (sds) - cracked¿ was not confirmed; subsequent findings of ¿inner shaft ¿ exposed braidewire/corewire¿ was confirmed via analysis of the returned device. However, the exact cause of the exposed inner shaft could not be determined. Microscopic analysis presented evidence of elongations and plastic deformations along with a separation of the distal portion of the device exposing the inner shaft. Based on the information available for review the device was induced to events that exceeded its material yield strength prior to the separation. It is likely procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.